Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed the conductor coils were stretched 780 millimeters (mm) from the lead tip. Additionally, the insulation was torn 797 mm and 827 mm from the terminal pin. Electrocautery damage was also noted on the lead insulation. The damage to the lead was consistent with damage caused during the explant procedure. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Pressure testing could not be completed due to the insulation damage. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead exhibited increased pacing threshold measurements due to a micro-dislodgement. An invasive procedure was performed. This lead was explanted and replaced with another manufacturer's lead. No adverse patient effects were reported.